Event description:
It was reported, the patient¿s father stated the closed suction catheter (csc) did not suction once the catheter was advanced. There was no reported injury. It was additionally reported, the patient¿s father contacted the FDA, no report number was provided.

Manufacturer narrative:
Correction: b5 all information reasonably known as of 12 dec 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to (B)(6), in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced four different incidences, which were associated with separate units, involving the same patient. This is the first of four reports. Refer to 8030647-2022-00217 for the second report. Refer to 8030647-2022-00218 for the third report . Refer to 8030647-2022-00219 for the fourth report. The patient¿s father reported, the catheter did not suction, ¿once down, they are difficult to use¿. It was additionally reported, the patient exhibited distress during suctioning; there was no reported medical intervention. Additional information received (B)(6) 2022 the patient¿s father reported, the closed suction catheter (csc) did suction after the sleeve material was pulled all the way back and the catheter was advanced into the patient's airway; this caused increased time and more discomfort when suctioning the patient. There was no reported injury. Additional information received (B)(6) 2022 confirmed, there had been no patient harm/injury.

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. The device history record for lot 30215779 was reviewed and the product was produced according to product specifications. All information reasonably known as of 15 nov 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The returned product was evaluated, and no issues were observed on device. The root cause could not be determined since the reported failure was not reproduced in lab during sample evaluation. All information reasonably known as of 12 jan 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.